Event description:
It was reported that pump display showed only backlight with no graphics, which affected customer ability to read and interact with pump, and customer did not have backup therapy available at that time. There was no adverse impact to the customer's blood glucose level. Customer was advised to contact healthcare provider about backup therapy, was instructed to put pump into storage mode and return problematic pump to tandem within 10 days using provided materials, and was informed they would receive a replacement pump with updated software and would need to reprogram pump settings and reconnect cgm; replacement pump was sent after shipping details were confirmed and signature for delivery was declined.